Manufacturer narrative:
No complaint was received with the return of the device. A complete lead was returned in one piece. Final analysis found, four insulation abrasions due to friction to another device or features of the heart at 16.0 cm to 16.1 cm, 16.4cm to 16.9cm, 18.0 cm to 18.5 and 37.4 cm to 37.6 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
UDI added to section incorrect UDI submitted in initial MDR.